Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the patient desaturated while on the ventilator. The respiratory therapist (rt) advised ventec that she had turned the bleed in flow from 2 to 5 and continued to have issues. A ventec product specialist reviewed the ventilator settings with the rt and had the rt make a few changes in alignment with the patient's ordered parameters. Ventec and the rt then reviewed the device's electronic records and observed that the patient had higher than normal pips consistently, which did not drop in spite of a decrease in vt by 100 and peep by 4. O2 saturation remained in the 70s even after increasing oxygen flow from the concentrator. The patient was transported to the hospital where she was admitted. Upon admission the patient reportedly had high paco2s and fluid on her lungs. Ventec reached out to the rt in order to get some additional information and was advised of the following response via email: "pt had been desating we thought it was due to mask issue we got her a new mask from dreamwear to amaraview. She would be good for a short time and then desat. She was usually on 5l oxygen then they put her up to 7l and she wouldn¿t come back up, so that is when he reached out to me and changes to settings were tried but then her sats were still in the 70s and we asked son to check her lips and they were blue so we aborted the vent and he went to take mask off and put her just the nasal cannula and then he took her in or called ems." "She is alive she went into the ed and was admitted and placed on their ventilator with a true full face mask and they were going to try to get her co2 down all I know was that it was high is all the son told me and that she has a small amount of fluid in her lungs." No further details were provided.

Manufacturer narrative:
H6: ventec emailed the initial reporter, a registered respiratory therapist (rrt), to ask if the device would be returned to ventec for an evaluation. The initial reported stated that the device would not be returned to ventec, as they determined that the non-invasive ventilation (niv) was not the cause of the patient's reported desaturation. The patient reportedly had other medical issues that they believe had contributed. It was further confirmed that the patient survived the reported event and is reportedly doing well. The device was not and will not be returned to ventec for an evaluation. Based on the information provided by the rrt, a healthcare professional, it's reasonable to conclude that the device use did not contribute to the patient's desaturation, and that there was no issue with the device.